Event description:
It was reported that a locking screw stripped and a torque limiter broke during surgery. The surgeon was performing a total ankle fusion procedure and as the surgeon placed the plate, drilled to put the screw into the taylor navicular joint with the torque limiter, the limiter engaged the screw and the screw went through the plate. The torque limiter then ¿snapped¿ off. It was reported that the threads stripped off of the screw. It was reported that the surgeon was placing the screw into the center of the plate. The surgeon removed the plate, placed four new screws and surgery was successfully completed. No patient information was available at the time of the call. There was a one minute delay in surgery. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes; hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.